Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power and stuck on a black screen. The customer checked the power cables and confirmed everything was properly plugged in, but it did not power on, and the wall socket was verified to have power. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power, was stuck on a black screen, and did not switch on. A field service engineer (fse) suspected a defective drawer controller board in half height drawer 3.1 and, with remote assistance, isolated the affected drawer, which allowed the station to power on and restore operation temporarily. The fse then traveled onsite and replaced the defective drawer controller board and the damaged pyxibus module controller board. The fse secured a loose solenoid by reinstalling the missing screw, replaced two hard stop assemblies and tightened all associated hard stop and latch mount screws across all main drawers and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.